Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service technician arranged to have the unit returned to the national repair center for repair. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hcu30 alarmed with codes 1008 and 1128 (low main pressure). The main water pump seized. There was no report of patient involvement. (B)(4).